Event description:
Rec'd information the pt had a loss of stimulation. No accident or incident was related to this event. Pt stated she turned stimulation off yesterday before taking a nap. When she tried to turn stimulation back on, she was not able to feel stimulation. Pt stated she fell last (B)(6) 2009 and her system was last check after that fall but hasn't been checked since. Pt programmer lights indicated the ins was on and okay. Pt's hcp attributed event to ins battery depletion and fractured leads which caused a lack of effect. X-ray done on (B)(6) 2010 showed no change in lead position or alignment. Reprogramming done the same day showed high impedances on the leads. The system was explanted on (B)(6) 2010. Hcp reports no pt injury and pt recovered without sequela.

Manufacturer narrative:
(B)(4).